Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial and right ventricular leads exhibited insulation damage and the leads were dislodged due to the patient's twiddler's syndrome. The leads were removed/capped and replaced. No patient complications have been reported as a result of this event.